Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator generated error codes xp0087 gui (graphical user interface) inoperative. The ventilator was not on a patient at the time of the event. The field service engineer serviced and repaired the equipment downloaded software onto customer purchased gui board. Performed electrical safety check. Required tests and calibrations for this repair were completed in accordance with current service manual.